Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly. Customer reported that the battery was lasting less than expected. Customer stated that the insulin pump alarmed low battery. Customer stated that the after each battery change, it was damaging the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and broken battery cap noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly or blank display were noted. However corroded battery tube compartment noted.